Event description:
Addition information received from the representative reports that the cause of the ins turning off by itself remains unknown. Actions taken to resolve this issue includes having the patient keep a diary to record possible related causes.

Event description:
The manufacturer representative (rep) reported that the therapy was turning off by itself. It was reported that the implantable neurostimulator (ins) had adaptive stimulation being used in programming. There was a report that adaptive stimulation was deactivated and the ins was still turning off. Interrogation of the ins showed that the patient was using the ins 35% of the time. It was reviewed that the patient was informed of how the ins gets turned off whether it was the ins at low voltage, patient programmer or implantable neurostimulator recharger (insr) buttons. No symptoms were reported. Relevant medical history includes spinal pain.

Event description:
Additional information received from the manufacturer representative reported that the cause of the implantable neurostimulator (ins) turning off by itself wasn't determined. It was stated they were able to upload and send the report to the manufacturer. It was noted that the action/interventions that were planned to resolve the issue was possible battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.